Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving gablofen 2000mcg/ml at 894mcg/day via an implantable pump. The indication for use was intractable spasticity and post spinal cord injury. On 12-dec-2019 the healthcare provider reported an empty pump. Per the healthcare provider the patient was a non-compliant patient and had missed a refill of the pump. The patient has been taking oral baclofen and has had increased spasticity. No further complications were reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.